Event description:
This rv lead was implanted on (B)(6) 1998, and remains implanted at this time. Additional information was received from the field representative, and states that the lead had increased thresholds (2.9v @ 0.4ms bipolar and 1.3v @ 0.4ms unipolar). And decreased impedances (250 ohms bipolar and unipolar). The patient had a syncopal event. And subsequent hip fracture that required surgery. It was thought, that the syncope was related to st. Jude medical lead issue. The device was reprogrammed to doo unipolar to help alleviate malfunction of lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).